Event description:
While testing defibrillator, nurse rec'd electrical shock. Paddle receptacles are not labeled right or left. Paddles were able to be "clicked in" to the wrong receptacle to where they almost fit. When the nurse discharged the energy, the paddle was just loose enough to cause an electrical arc to enter her forearm. She experienced cardiac arrhythmias.